Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc leaked just below the molded strain relief on the extensions. Chg/alcohol was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. The uvc was not difficult to secure and was secured with tegaderm. The uvc was inserted on (B)(6) 2014 in the umbilicus for periodic use using a 10cc syringe. The line was flushed on a regular basis using a 10cc syringe. Chg/alcohol was used to clean the device. The catheter tubing was not being cleaned. The uvc was removed on (B)(6) 2014 and replaced with a PICC. The status of the pt is good. The leak was right below the hub.